Manufacturer narrative:
Block b3: date of event unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an infection at their deep brain stimulation (dbs) implantable pulse generator (ipg) chest incision site. The physician performed a wound washout and noted there were no device issues, yet, decided to replace the ipg. Cultures were taken but the results are unknown. The patient was prescribed antibiotics and did well post-operatively. Physical analysis of the ipg was not performed as it was retained by the facility.